Event description:
The surgeon at the hospital has reported the following event: " deformability and inadequacy of the specific extractor prosthesis modular abg during a revision surgery ( (B)(6)) on (B)(6) 2013. It is a stem no. 5. Extractor changes between size 5 and size 6. It is in fact inadequate, the prosthesis is very badly hold and deforms under constraint. To get out and remove the prosthesis after 60 minutes of effort I've put back he modular cone and use a standard extractor. This incident, serious, is already occurring during one of my revision abg (gougeon folder) and led to the fracture of intraoperative metaphysis."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding deformation involving an unknown abg extractor was reported. The event was not confirmed. Visual inspection could not confirm the reported event. Dimensional and functional inspection could not be performed as the device was not returned. No patient medical records were available for review. It is not believed that patient factors contributed to the reported event. A device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation.

Event description:
The surgeon at the hospital has reported the following event: "deformability and inadequacy of the specific extractor prosthesis modular abg during a revision surgery ( mr. M so ) on (B)(6) 2013. It is a stem no. 5. Extractor changes between size 5 and size 6. It is in fact inadequate, the prosthesis is very badly hold and deforms under constraint. To get out and remove the prosthesis after 60 minutes of effort I've put back he modular cone and use a standard extractor. This incident, serious, is already occurring during one of my revision abg (gougeon folder) and led to the fracture of intraoperative metaphysis."